Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced low blood glucose 40 mg/dl. Customer states that they experience low blood glucose of 40 mg/dl on (B)(6) 2018 at 7 pm. Customer states that she was experiencing lot of up and down readings. Customer decline troubleshooting for low blood glucose. The device will not return for analysis.